Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose was running high through the day and she had to be taken to the hospital due to her levels increasing. They said that she was not absorbing her insulin, even through she was receiving the insulin. Treatment included half of an IV bag (on for about an hour) and keeping her for a little longer before she was released. The mother was not sure of the exact units of insulin given. When the patient blood glucose was running high, before going to the emergency room, her doctor had the mother give her a temporary basal and increase all setting by .5, that's when she was taken in. (B)(6).